Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise with pacing inhibition and asystole greater than two seconds. High out of range pacing impedance measurements were also observed. A revision procedure was performed. During the procedure when the physician was explanting this rv lead, the entire inner lumen came out of the lead when traction was applied to the locking stylet. When the physician applied further traction this rv lead tore in half. The physician was able to explant the entire lead and a new lead was successfully implanted. No additional adverse patient effects were reported.